Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported bowel ischemia and subsequent patient expiration could not be determined through this evaluation. The device was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired due to bowel ischemia. The vad clinician reported that the device operated as expected. The device was not explanted. No further information was provided.